Event description:
During tunneling of the extensions from the clavicular area to the area behind the ear, the doctor experienced friction, which was reported to be normal given the anatomical area. When pulling on the tunneler to retrieve it, suddenly the doctor felt no resistance at all anymore and he saw that he had retrieved only the metal part of the tunneler and the proximal part of the carrier. The carrier broke in 2 pieces. The distal part of the carrier, including the 2 heads of the extensions, were still in the patient and got stuck in the area behind the ear. The doctor tried to retrieve the system by pulling on the distal part of the extensions in the opposite direction, but it was impossible to retrieve them. The extensions are flexible and became elongated and damaged. Finally he had to open the area behind the ear to be able to retrieve the extension and distal part of the carrier. To finalize the operation, new extensions, tunneler and carrier were used in the same tunneling channel without any problem. There was reported to be no patient injury. The patient outcome was reported as "ok."

Manufacturer narrative:
(B)(4).